Event description:
It was reported that there was a mark in the center of the preloaded tecnis simplicity intraocular lens (iol). The issue was discovered after insertion of the iol into the patient's eye. The patient's post-operative visual acuity has not been assessed. There was no delay in treatment or other interventions performed. The iol remains implanted. No further information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: explant date: not applicable, as lens remains implanted. Section e1: telephone number: (B)(6). Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Date returned to manufacturer: feb 8, 2024. Section h3: device returned to manufacturer: yes. Device evaluation: the original folding carton was received along with the patient stickers. No simplicity handpiece or lens was received. The provided photo was evaluated showing a pseudophakic eye claimed to be implanted with a tecnis eyhance iol with simplicity delivery system (dib00 model). A scratch like mark can be observed located at the optical center of the iol, approximately 2.5mm in length. The root cause of the reported event of its potential clinical impact cannot be determined from a picture assessment. The complaint issue cosmetic issues was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Based on the complaint investigation results, the product was released within specifications. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.